Event description:
After receiving a cypher stent in the right coronary artery and the left anterior descending, the pt had a myocardial infarction and stent thrombosis. In 200,7 a male pt came in with an acute myocardial infarction. He was in cardiogenic shock and needed temporary pacemaker placement and an intra-aortic balloon pump. The pt had two cypher stents implanted in the right coronary and the left anterior descending artery in 2003. He was on plavix for two years post stent implantation and stopped the medication in 2005, since then he has been taking 162mg of aspirin. The physician noted that both stented lesions were 100% re-occluded. The pt had an inferior myocardial infarction (right coronary). The physician wired and ballooned the rca and was able to "flush and open" the vessel with a 3.5 balloon and thrombus disappeared. There was no neointimal hyperplasia noted; however, when the physician went in with an ivus, he saw delayed malapposition of approximately 1mm. The physician felt that the 1 mm between the stent and the lumen looked to be aneurysmal in that given segment. The reference vessel seemed to be 3.5mm and he re-apposed the stent to the vessel with a 3.5 balloon. The physician states the previous stent was probably 2.5mm. He called the pt's cardiologist and it turns out that the pt had a stress test done one month before event and everything was fine. The physician went back in to treat what he originally thought was the chronic a lad lesion, but after inserting a wire and balloon, he was able to "flush open" the segment. There was noticeable clot, but no lesion; again ivus showed malapposition of this segment as well. He re-apposed the stent to the vessel with a 4.0 balloon (reference vessel of 3mm) this area also looked aneurysmal. The ejection fraction was about 35%. The pt was placed in ICU.

Manufacturer narrative:
This report represents the cypher stent implanted in the left anterior descending. This device is one of two products associated with this event. Please refer to MFR report #3003742446-2007-00167. The product remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.